Manufacturer narrative:
Insulin pump had no button response due to act and esc button on keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump does not respond when he uses the act button. Customer stated that the insulin pump may have been exposed to moisture. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.